Manufacturer narrative:
This report is submitted on oct 25, 2021.

Event description:
Per the clinic, the patient was unable to tolerate stimulation with the device. Reprogramming attempts were made; however, the issue could not be resolved. The device was electively explanted on (B)(6) 2021 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 13, 2021.